Event description:
A customer's mother reported in 2009 they received a low reading on their adc meter, which was lower than her daughter felt and treated her based upon a low reading as she was hypoglycemic. The treatment was not specified. The caller further reported her daughter became hyperglycemic and ended up in the hospital. She also reported the customer took her regular insulin medication, however, the timeframe of self-treatment in relation to the medical incident is unknown. At the hospital, she was reportedly diagnosed with hyperglycemia and treated with unknown intravenous solution. In their complaint, the caller was also referring to a reading of 50 mg/dl that was obtained about 3 days later. The reading that supposedly contributed to the medical event is unknown. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.